Event description:
Please be advised that while investigating an event involving one of our products, biosense webster, inc. Noted a potential adverse event regarding a non-biosense webster, inc. Product. It was reported that there was an arterial access complication. There was a perforation to the right femoral artery and there was bleeding as soon as the case started. The case was stopped and the patient had to be sent to the operating room for vascular surgery. The case was canceled. The patient was in stable condition. Bwi product in use was at the time of the issue was the decanav® catheter. Ablation system in use was the ngen¿ rf generator. Additional information received. First suspected before the use of bwi products, but not confirmed until after. Patient reported pain in their abdomen and their blood pressure was dropping, requiring increasing support from anesthesia. This first occurred before the decanav catheter was opened. The physician was placing an arrow braided sheath in the rfa at the time of the perforation. They use 80cm length as standard but I can confirm that was length used if necessary. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).